Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) in bipolar configuration and impedance out of range of more than 3000 ohms due to lead fracture. This rv lead was explanted and replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) in bipolar configuration and impedance out of range of more than 3000 ohms. This rv lead was explanted and replaced with different model. No additional adverse patient effects were reported.